Event description:
A customer reported that an infusion pump under delivered during a chemotherapy treatment. The patient returned to the clinic with blood in th infusion set and the pump was running but not infusing. There was no patient injury involved with this incident.